Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. After the alarm, the customer replaced the infusion set and resume insulin delivery. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to confirm if the infusion set was the cause of the occlusion.